Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer facility for evaluation. Retention samples were selected from bd inventory for testing and upon completion, no issues were observed relating to leakage as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that during blood draw, blood leaks with a bd vacutainer® luer-lok¿ access device holder with pre-attached multiple sample adapter. This occurred on 15 separate occasions, however, the patient information is unknown. The following information was provided by the initial reporter: when the blood is drawn, blood runs out of the side. Was noticed in the last batch. When using the new batch, there was no problem taking blood.

Manufacturer narrative:
Medical device brand name: bd vacutainer® luer-lok¿ access device holder with pre-attached multiple sample adapter. Initial reporter phone #: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during blood draw, blood leaks with a bd vacutainer® luer-lok¿ access device holder with pre-attached multiple sample adapter. This occurred on 15 separate occasions , however, the patient information is unknown. The following information was provided by the initial reporter: when the blood is drawn, blood runs out of the side. Was noticed in the last batch. When using the new batch, there was no problem taking blood.